Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited loss of capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. X-ray examination found the offset/damaged inner coil at the connector region consistent with procedural damage. Visual inspection and electrical testing were normal. The s-curve hump height was measured within specifications.